Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. The customer stated that he kept replacing the battery and it would deplete in 4-5 hours and the last one died within 10 minutes. The customer stated he did not receive a low battery alert prior to the off no power alarm. Blood glucose value was 203 mg/dl. During troubleshooting, it was indicated that the battery was not previously used, the device was not dropped, and there were unattended alarms. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received without the battery cap unable to confirm damage. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.